Event description:
As reported, the user was not sure if the continuous cardiac output (cco) and svo2 (mixed venous saturation) numbers are valid on the vigileo monitor. The user requested this monitor be thoroughly evaluated. Follow-up for additional details were performed; however, no other information has been provided. There is no evidence of any patient compromise as a result of the reported issue.

Manufacturer narrative:
Evaluation summary: verified the unit shuts down and displays the error message ¿run time error 1450¿ during over night burn-in testing. Contamination was found on the mainboard. The mainboard was replaced and complete burn-in testing per edwards lifesciences¿ procedure with a simulator was performed without issue. The unit also passed final testing of the system. The device history record was reviewed and this device passed all manufacturing inspections with no non-conformances identified. Additional information: it has been determined that the root cause of this event was related to mishandling of the device, as contamination was found on the mainboard. Morevoer, per edwards' procedure "lifetime of the product specification," the useful life of the monitor is 5 years. The referenced monitor has exceeded the useful life established for this device. No further actions will be taken at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device has been received for evaluation; however, analysis has not yet begun. Therefore, the reported event cannot be confirmed at this time. A supplemental report with our findings will be submitted once the evaluation is completed. No further actions possible at this time.